Manufacturer narrative:
Expiration date and UDI#, corrected data: initial report inadvertently left out the expiration date and UDI. Manufacturing date, corrected data: initial report inadvertently left out the manufacturing date.

Event description:
It was reported during a battery replacement surgery due to low battery that high impedance was seen on the replacement generator. Pre-operative diagnostics performed with the old generator noted ok impedance. After replacing the generator, high impedance was seen. The old generator was reattached and impedance was within normal limits. It was stated that they had attempted connecting more than one new m103 generator but the issue occurred for all of them. It was asked that they perform system diagnostics on the new generator connected to the lead, and the issue resolved. Follow-up with the surgeon's office clarified that one generator was used and not implanted. It was stated that this generator was implanted, but showed high impedance despite attempted "adjustments". As a result, a new generator was implanted and system diagnostics were performed showing no issues. The physician's assistant was "pretty sure" system diagnostics was performed on the unused generator while it was attached to the lead. Device history records were reviewed for the unused generator. The device was sterilized and passed all quality inspections prior to distribution. No devices were expected to be returned as the facility does not return explanted devices. No device was returned to date. No additional, relevant information was received to date.